Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 7 applications were performed with balloon catheter, 2af284 with lot number 74986, without any issue on the date of the event. The balloon catheter was not returned for investigation. Clinical issues occurred post-procedure. There is no indication of relation of the adverse event to the performance/ malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine months post cryo ablation procedure, the patient had severe stenosis in the left superior pulmonary vein (lspv) and right superior pulmonary vein (rspv) as noted via computed tomography (CT) scan. The patient is asymptomatic, and there was no medical intervention and extended hospitalization noted. No further patient complications have been reported as a result of this event. Additional information indicated that the pv stenosis had worsened, requiring a percutaneous transluminal angioplasty (pta) to be scheduled. Furthermore, it was reported that the stenosis occurred due to neointimal proliferation and there was some injury brought to the vessel wall.